Event description:
While preparing the femur with the t-handle pencil reamer, the reamer snapped in the femoral shaft. Images were taken and options were discussed after retrieval of the end of the reamer failed. The operation was completed with a charnley stem in place along with the reamer in situ. Surgery was extended 45 mins.